Event description:
A customer reported getting error message "4223 main arm z axis home overrun" on the aia-2000 analyzer. The customer powered down the analyzer and error persist. Technical support specialist (tss) instructed the customer to turn off the analyzer and computer, and perform a version up. Error 4223 reoccurred, along with receiving error "4224 interference of dispensing nozzle z-axis of main arm" the analyzer is down. A field service engineer (fse) was dispatched to address the reported issue which caused delay in reporting estradiol (e2), follicle stimulating hormone (fsh), and progesterone (prog iii) patient samples. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the problem by reviewing the error log, but was unable to reproduce the error. Fse tested the tip attach, tip discard, sample aspiration, and sample dispense functions of the main arm. All functions were performing as expected. Fse resolved the complaint by adjusting the tip discard alignment. The fse validated the analyzer by performing quality control (qc). The aia-2000 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were two (2) similar complaints identified during the searched period, which includes this event. The aia-2000 operators manual under appendix 4: error messages state the following: [4223] main arm z-axis home overrun. Cause : the home sensor activated improperly after movement of the main arm z-axis. If retry fails, the measurement result will be flagged (mf flag). Solution : contact tosoh service center or local representatives. [4224] interference of dispensing nozzle z-axis of main arm. Cause : there is a possibility that the dispensing nozzle was interfered with an obstacle such as cap of primary tube. The measurement result will be flagged with the ss flag. Or a command or adjustment value (p05, 191-210) was given for movement beyond the maximum movable distance of the main arm z-axis in the maintenance operation. Solution : remove an obstacle such as cap of primary tube, if any. The most probable cause of the reported event was due to misaligned main arm sample head.